Event description:
Patient reported they have been seen by a periodontist, orthodontist and their dentist. All of them have documented that the byte aligners have left their teeth loose and will need invisalign and a permanent retainer. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Additional data: b5, h6.

Event description:
Upon follow up, the patient reported symptoms of bone loss attributed to the device.